Manufacturer narrative:
Concomitant medical products: abstack30 abs fixation device 30 tacks (lot# n2g0555x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post-operative patient treatment included revision surgery, omentum was dissected away from mesh, and closure of defect was done primarily incorporating prior mesh underneath the repair.